Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: unk device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, an unk device failure occurred. A second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.